Event description:
The pump was confirmed to be flipped and could not be filed. The patient did not experience any symptoms and was managed orally when they could not refill the pump. A pump pocket revision was done on (B)(6) 2011. The pump was flipped and the catheter was kinked. The kinked catheter was cut and a revision kit was used. The physician could not aspirate the catheter after it was reconnected; they were assuming there was still drug in the catheter. The pump was disconnected from the catheter and filled with saline because the drug was not available at the time of implant. A prime of .3ml was programmed to push out the drug in pump tubing and to make sure pump still worked properly after running empty for 3-4 months. The pump was then programmed to minimal rate to slowly push the drug in catheter out over the next 18 days. They planned to refill the pump after 18 days. At that time, the catheter would be primed and the physician would determine the starting daily dose. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).